Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain and stiffness. The bearing and femoral component were removed and replaced.

Manufacturer narrative:
Cmp(B)(4).